Event description:
The customer reported via phone call that the insulin pump experienced a blank display even though the battery was shown as full. The customer's blood glucose was unknown. The customer stated that the last two times that she had changed the battery, she experienced a blank display. The customer was advised of possible causes of the blank display. The customer stated that there were no signs of physical damage and that the insulin pump had been hit against the door once, causing a surface scratch. The customer confirmed the device was not exposed to moisture, but she did acknowledge that the insulin pump was kept on her yoga pants. The customer was advised that a replacement battery cap would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.